Manufacturer narrative:
(B)(4). During follow up with the reporter, they clarified that blood was entering into the space outside of the fluid path, and the device was unable to be flushed clean. This occurred after blood draws/labs and during flushing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was not flowing through an unknown one-link bonded extension set. The reporter stated that the blood was trapped in the barrel of the cap. The step of setup or therapy during which this occurred is unknown. Patient involvement is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, underwater pressure testing, and clear passage testing were performed with no issues noted. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.